Event description:
Reporter sent notification of the following complaint: a leak was discovered at the base of the tubing connection with the bag on a total of 15 containers. It is unknown which breakages occurred before freezing and which occurred after freezing. Additional information received is as follows: the type of cells that were stored in the bag was umbilical cord blood cells. The fill volume was 20ml. The technician was not exposed to the blood product as a result of the break. When asked to describe the type and location of the break, the answer provided was that the tubing extension was ruptured while the inner layer remained in position. No further information was provided.

Manufacturer narrative:
Per the local complaint coordinator, no samples are available for evaluation.